Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 625cc saline breast prosthesis (left device) and an unspecified mentor saline breast prosthesis (right device) and suffered several unexplained systemic symptoms, including dehydration, weight gain, inability to lose weight, daily muscle pain and weakness, severe body and joint pain, chronic fatigue, feels like she has mono and can sleep for 12 hours and still feel tired, extremely dryness, severe insomnia, brain fog, cognitive dysfunction, forgetting common words, difficulty concentrating, anxiety, body tingling and numbness, numbness and tingling in upper and lower limbs, tender lymph nodes in breast throat and neck area, hair loss, dry skin and hair, premature aging, acid reflux, candida, dry eyes and decline in vision and blurry vision, hypothyroid symptoms like a non-existent thyroid, diminishing hormones or an imbalance of hormones, easy bruising, night sweats, intolerance to heat and cold, sensitivity to light, ovarian cyst (had a hysterectomy), headaches and migraines, slow muscle recovery after activity, heart palpitation and changes in normal heart rate along with heart pain, sore and achy joints of shoulders, hips and back bone, chronic neck and back pain, chest discomfort and shortness of breath, muscle cramping, depression and panic attacks, chronic gas, symptoms of fibromyalgia, symptoms of autoimmune disease, diagnosed with rheumatoid arthritis about 6 months to 1 year after her implant surgery, skin discoloration, memory loss, skin flaking, skin rashes, ear ringing, low libido, and early menopause. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.